Event description:
It was reported that the right ventricular lead exhibited insulation damage. The right ventricular lead was capped and replaced on (B)(6) 2022. The patient status was unknown.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: please retract this report 2017865-2022-43191 as this is a duplicate of 2017865-2022-42396.